Event description:
The customer contacted philips healthcare to report that a "when gated a new battery gives 'bad battery' error message." There was no report of pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.